Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt has a medical history significant for obesity, diabetes and prior abdominal surgery. The pt was reported to have developed a recurrence after implant of the composix mesh. While there is no indication that a device failure contributed to that recurrence, it is listed as a potential adverse reaction in the product's instructions for use. The mesh was partially removed during a subsequent procedure, however no device failure was noted. While it does not appear that a device failure occurred, without further info no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2002 -- repair of incisional hernia with a composix mesh. On (B)(6) 2002 -- pt has some tenderness after exercising and a firm area in the center of the hernia repair. On (B)(6) 2002 -- pt complaining of pain in the abdominal wall. No recurrence palpated. CT showed ovarian cysts but not thought to be related to pain. On (B)(6) 2005 -- laparoscopic roux-en-y gastric bypass, laparoscopic primary repair of incisional ventral hernia. Omental adhesions to mesh noted. On (B)(6) 2006 -- open repair of incisional recurrent ventral hernia with a kugel patch, explant of "most" of the composix mesh, lysis of adhesions. On (B)(6) 2007 -- pt complains of pain in the right side of her scar with some fullness. No hernia palpable. On (B)(6) 2007 -- diagnostic laparoscopy with lysis of adhesions, appendectomy and repair of internal hernia. Previous hernia repair noted to be "in excellent condition." On (B)(6) 2008 -- diagnostic laparoscopy. No intra-abdominal adhesions, markedly dilated sigmoid colon. No internal hernia.